Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement."

Event description:
(B)(4) .patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know what was the cause of this error code 242.4030. Case resolution: replace bezel assembly\first ensure if the problem is mechanical or electrical by attaching pump to pcu, once connected open the door ( if fingers moved or you hear it trying to move its mechanical / if fingers does not move it's electrical. The customer stated that he hear movements so I explain to him that it's more mechanical. I explain to the customer that he would need to check bezel gears for impeded movement, motor pinion for damage and also for him to check the replace ail if pcb support is broken (a broken support will allow the pcb with op1 to move. The customer said ok and the call was ended.